Event description:
A nurse contacted baxter (B)(4) regarding a leak from the silicone tubing of a transfer set during patient use. The transfer set was in use for 90 days. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a leak in a transfer set was confirmed during the sample evaluation. A visual inspection was performed with a cut in the tubing noted. Leak testing was performed with a cut in tubing noted. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The evaluation was completed, problem confirmed, the cause is undetermined. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the us. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.